Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy surgery, while being used in the operating table, the clip could not be closed. A new absorbable clip was used to resolve the issue. There was no patient injury.